Event description:
A d-stat rad-band was used during a patient procedure. Upon removal of the device, the patient experienced a skin reaction. The patient was sent to the primary care physician for treatment.

Manufacturer narrative:
(B)(4).